Event description:
A physician reported that when installing the irrigation aspiration tip, it was broken from the root. The surgery was performed and completed after replacing the product with another one. The procedure type is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h,3, h,6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, an irrigation/aspiration (I/a) tip was returned for testing on this investigation. Specific product identifiers (lot number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the lot number is unknown. The lot is unknown. Therefore, a service history review cannot be performed. The I/a tip was received for testing on this investigation. A visual assessment of the returned sample revealed it to be broken at the shaft where the base was detached, confirming the reported event. However, although the reported event can be confirmed, how the tip became nonconforming could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).